Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team verified that a reboot restored the system to a working state and determined the failure was caused by a synchronization problem in the system software.

Event description:
It was reported that the epiq cvx ultrasound system was not available during a critical procedure. The system displayed an error during a watchman procedure. The system froze during restart and the user had to force a hard restart, causing a delay in the exam. Fluoroscopy was used to complete the procedure and the epiq cvx ultrasound system was used for imaging after the procedure was completed. No further information is available. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.